Manufacturer narrative:
This report is submitted on april 22, 2022.

Event description:
Per the clinic, the patient experienced feedback. The patient underwent revision surgery (date unknown) to have a magnet placed on the internal fixture i.e. Converting the patient to a subcutaneous baha implant system.

Manufacturer narrative:
Correction: initial reporter was not a healthcare professional. Correction: date of implantation has been changed from on (B)(6) 2019, to on (B)(6) 2018. Correction: the reason for conversion was not due to feedback. Per the clinic, the reason for conversion was due to recurrent infection, pain and drainage around abutment from on (B)(6) 2018 till on (B)(6) 2019 (specific date not reported). The patient was treated with several courses of antibiotics (date, duration and type not reported) for scalp abscess and cellulitis, however, the issue did not resolve. On (B)(6) 2019, the patient was placed under general anaesthesia in order to remove the abutment and the patient was converted to a subcutaneous baha implant system user on (B)(6) 2019. This report is submitted on may 31, 2022.